Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Analysis was unable to verify motor error alarm due to compromised force sensor system alarm loose and protruded drive support disk. The motor was tested outside of the device and passed. Analysis was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history check failed alarms. History check failed alarms due to a corrupted history file. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.